Event description:
Advanced bionics was informed that the patient's device was extruding through the skin behind her ear. The patient reportedly developed an infection at the implant site. The patient was advised to discontinue use of her device. Surgery to clean the infected area was attempted. However, the infection did not resolve. The patient's device was explanted.